Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. The patient reported on social media that the dexcom product has been ¿sending them into dka¿. The patient was referring to multiple events, but no specific number of events were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.